Event description:
It was reported that a physician, in-training in the use of the proglide device, attempted arteriotomy closure of a non-calcified right common femoral artery (rcfa) after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and another proglide was used to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided. Subsequently, a user facility medwatch report was received stating "event desc: needles did not connect. What was the original intended procedure? Cardiac catheterization with closure of groin arteriotomy using this product. Device usage problem: device failed."

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that both cuffs successfully captured the needles. Approximately one inch of rail suture end was attached to the needle plunger assembly and the other end was a clean cut. This is indicative of successful needle deployment and suture retrieval, which contradicts the cuff miss report. However, because the suture was not returned with the device, we could not determine if the knot was successfully advanced to the puncture site to close the vessel. There were no abnormal observations noted. Based on the investigation, the reported product experience could not be confirmed and a root cause related to the device could not be determined. No manufacturing or quality deficiency was detected. A review of the finished device history record did not reveal any relevant non-conforming material records generated for this lot.